Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with migration of the reservoir into the scrotum resulting in erosion. The reservoir was replaced. There were no patient complications reported.